Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID, 977a260, serial# (B)(4), implanted: (B)(6)2021, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the hcp saw the patient at a post-operative appointment and said she noticed warmth. The system was explanted due to infection. It was noted that the patient had a history of infections. The issue was resolved.